Manufacturer narrative:
Date of event - estimated based off the aware date of (B)(6) 2022.

Event description:
It was reported via social media that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. The patient was instructed to stop taking eliquis thereafter and had two strokes within three months. The patient was placed back on eliquis with limited speech. No further information is available at this time.